Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently exhibited a significant drop in the r-wave amplitude measurements from the right ventricular (rv) lead, which contributed to t-wave oversensing. The oversensing did not result in inappropriate therapy delivery. Boston scientific technical services (ts) was contacted and provided potential reprogramming options, although a lead revision procedure should be considered. The rv lead is not a boston scientific product. At this time, this ICD remains implanted and in-service. No adverse patient effects were reported.